Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process. When they attempt to power it on the device will start to turn on and then power itself off and back on repeatedly. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to the device's system pcb assembly. At this time, the device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process. When they attempt to power it on the device will start to turn on and then power itself off and back on repeatedly. There was no report of patient use associated with the reported event.